Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during a case. However, it is unclear if the issue was due to the mayfield or another factor, and the neurosurgery coordinator did an examination and all appeared to function as expected. No information on injury or surgical delay has been provided.

Manufacturer narrative:
He mayfield composite series skull clamp (a1059) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. However, there was a slight movement in the lock, but when the unit was properly positioned and put under pressure, it did not move. Additionally, the ratchet extension used is an older ratchet extension from 2006, but the 80lb torque knob is more recent. As a precaution, since the unit was involved in a slippage incident and patient injury is unclear, it was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team as follows: there was slight movement in the swivel lock, the ratchet extension was old and worn, and the main clamp body was in good condition with little sign of wear or use. No additional device deficiencies were observed. All worn components will be replaced with new parts, and general cleaning and maintenance will be performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.